Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. As the 2.25x20mm synergy stent was prepped for use it was noted that the tip of the stent was flared. The stent was removed on the balloon and the procedure was completed with another 2.25x20mm synergy stent. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - device not returned therefore, analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).